Event description:
As reported, in 2008, this pt was implanted with a gore excluder aaa endoprosthesis iliac extender component and a bare metal stent (manufacturer unk) to repair a left common iliac artery aneurysm. On eleven days later, a dissection originating from the left common iliac artery to the level of the renal arteries was observed. The pt was given hypertension medication and will continue to be monitored by the physician. According to the physician, the dissection may have been caused by the guidewires (manufacturer unk) used during the endovascular repair. On two days later, the pt underwent a reintervention in which a cook zenith aaa endovascular graft was implanted. The pt is in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.